Event description:
According to the facility, they noticed there was a reduced solution volume in the syringe. The solution in the syringe does not appear to be completely present.

Manufacturer narrative:
According to the facility, they noticed there was a reduced solution volume in the syringe. The solution in the syringe does not appear to be completely present. The facility stated that the syringe only had 6.5ml. The syringe was still sealed and packaged. It was noted that there is a crack in the syringe. A sample is available for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.